Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient was not feeling well. The consumer said the patient had tremors throughout their whole body and they feel like their left leg is electrically charged. The left leg is the same leg they have the most issues with the tremor. The patient fell backwards on the saturday, prior to the report, and said they hurt their shoulder. It was noted that the screen on/off/backlight button was reviewed with the consumer as they were thinking it was not turning off. During the report, the consumer did try the button and it worked as designed. "Electric toothbrush" was noted, with no other information provided. The patient had not yet contacted their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for parkinsons dual/movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they are taking a new medication and exercising more to resolve the tremor throughout their body and their left leg feeling electrically charged. It was stated that the aforementioned issues have been resolved and it is only when they reduce their zoloft that they feel those symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.